Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 13-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a trial patient with an external neurostimulator (ens). The patient was experiencing extreme pain in their back and their legs went numb as of 2am. The patient is prone to falls which began prior to the trial. They felt something shift where they thought the leads were at early morning saturday and soon after their legs went numb. An MRI was performed. The trial leads were removed and the patient was taken into surgery to evacuate a hematoma. The issue was not resolved but the patient was noted to be alive with no injury. The lead was discarded by the customer. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-02-05. It was reported the hematoma was confirmed after the trial leads were placed. The leads were removed without any risk for paralysis. The rep indicated first perc lead and believed the lead the was cause of the hematoma. No further complications were reported/anticipated.